Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient¿s ipg would no longer communicate with external devices. The patient last charged approximately 2.5 months ago and lost stimulation approximately 2 months ago. As a result, the ipg was replaced.